Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 07-jul-2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the blade of the device would not advance. Inspection of the returned device found that a piece of the knife blade had fractured and was not returned. The customer confirmed that the missing knife piece did not fall into the patient cavity and no patient injury occurred.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 07/07/2016. Date of follow-up report: 07/28/2016. One used ls1037 ligasure device was received for evaluation. Visual inspection found that the blade had signs of being forced against the back of the jaws, causing it to fracture. No spring issues were identified. A review of the device history records for this lot found no potentially contributing entries. Knife damage of this type occurs when the user engages the cutting mechanism over clips, staples, or other metal objects, causing the blade to bend and catch on the back of the jaws. Blade damage can also occur when the knife is deployed and the jaws are not fully closed. Fracturing of the blade is caused by forcing the damaged blade when caught on the back of the jaws. The instructions for use included with this product cautions users not to deploy the cutter on clips, staples and other metal objects as damage may occur, as well as to ensure the jaws are fully closed before cutting.